Manufacturer narrative:
The reported biofreedom 2.50 x 18 mm in-stent restenosis on (B)(6) 2023 is unclear while there is no procedure record evidence on this event. The distributor who is accountable on collecting this information from the user (physician) has also confirmed that the pci procedure record showing in-stent restenosis found on (B)(6) 2023 is inconsistent with the adverse event information reported by the user that in-stent restenosis was found on (B)(6) 2023, and the hospital is unable to provide any evidence of (B)(6) 2023 angiography record of in-stent restenosis. Therefore, with limited information there is possibility of in-stent restenosis observed on (B)(6) 2023 at the lad where biofreedom 2.50 x 18 mm stent/s was implanted during the angiogram, hence treated using multiple balloons. However, despite several follow-up there is no further information obtain from the user.

Event description:
The incident has occurred on (B)(6) 2023, however, we (as manufacturer) are made aware of this incident on april 28, 2024. The patient is 68 years old, female. She had repeated chest tightness and palpitations for more than 5 years, which recurred for half a month. Patient was diagnosed with hypertension, diabetes, hyperlipidemia. Based on the screenshot of the pci procedure record on (B)(6) 2022, it was understood the patient had multiple vessel diseases such as rca with 30-40% stenosis in the proximal segment; 70-80% stenosis in the lad; 40-50% stenosis in the proximal d1; 70-80% in the mid d1; 30-40% stenosis in proximal lcx. On (B)(6) 2022, coronary angiography was performed in the hospital. The patient had multiple 70-80% stenosis at the middle and distal segments of the lad. The pci approach was right radial artery with 6f abu 3.5 guiding catheter and a guide wire. Pre-dilatation was done using 2.0 x 15 mm semi-compliant coronary balloon dilation catheter. Subsequently, 2 units of biofreedom 2.50 x 18 mm stents (only 1 unit reported in per) and 1 unit of biofreedom 2.75 x 18mm stent were implanted and released at 10atm. A 2.75 x 12 mm coronary balloon dilatation catheter (unknown brand) was used for post-dilatation, and re-examination angiography showed timi blood flow level 3 without residual stenosis and dissection, and the pci was completed. The pci procedure record on (B)(6) 2023 (11 months later from (B)(6) 2022) showed that the stent shadow was visible in the middle part of the lad, and 70-80% of the distal stent was stenosis. The pci approach was right radial artery with 6f jl 3.5 guiding catheter and a guide wire. The guide wire was advanced to lad lesion to distal end. A 2.5 x 15mm pre-dilatation balloon was used to pre-dilate the lesion. A 2.75 x 12 mm scoring balloon and 2.75 x 15 mm non-compliant balloon was also used for pre-dilatation. After dilating the vessel, ptca was performed using a 2.75 x 20 mm drug coated coronary balloon catheter up to 10atm. The patient was improved after treatment and discharged. The chest tightness and palpitations recurred without any cause in the past weeks. A review of the coronary angiography on (B)(6) 2023 (10 months later from (B)(6) 2023) showed in-stent restenosis, and ptca was performed with a 2.75 x 20 mm drug-coated coronary balloon catheter. Ivus was not performed. Post-operative medication regimen for patients includes aspirin and clopidogrel. Angiographic records could not be collected. No information at which vessel segment the in-stent restenosis occurred.